Event description:
It was reported the wake button was unresponsive. Additionally, it was reported a malfunction alarm occurred. Blood glucose was 399 mg/dl. Customer reverted to injections for alternate insulin therapy.